Manufacturer narrative:
Findings: pump passed the operating currents measurement, self test, rewind, basic occlusion, prime and displacement test. Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. Pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received multiple motor error alarms and a weak battery. The customer stated that the pump turned off and when he turned it back on, he received another motor error alarm. He said that he is calling back after already troubleshooting earlier for a motor error. The customer did not know his blood glucose. During troubleshooting for the motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and the drive support cap appeared normal. The customer stated that he did receive a motor position encoder error alarm. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.